Event description:
The specificity & the positive predictive value of (B) (6) testing at the (B) (6) testing laboratories-(B) (6)- have decreased since implementation of the abbott prism hiv o plus assay. Repeat reactive -rr- rates have unexpectedly increased from 0.04% on the abbott (B) (4) that had been used since (B) (6) 1992 to 0.11% on the abbott prism hiv o plus assay, resulting in 1067 donor deferrals. This increase has been observed by all (B) (6) over the first 6 assay lots, as well as by abbott diagnostics, which has received complaints for increased rr rates from other blood centers using the prism system. The assay package insert lists abbott studies for volunteer donor serum samples with mean rrs of 0.03% and a 95% confidence interval of 0.00-0.11%. The arc has initiated a formal product complaint with abbott and is working with them to help resolve the issue. Abbott has been given access to instrument data and to date, there has been no significant variable identified based on statistical analysis of variation by (B) (6), by lot, or by prism serial number. On approx 04/01/2010, the arc shipped (B) (4) hiv o plus rr units -unconfirmed- to abbott for their investigation.